Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, he found that the power switch had been left on by hospital staff without an ac power connection. The batteries were drained to a critical level since the event occurred during preventative maintenance. There was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). The fsr pulled the batteries and they were reading four volts direct current (vdc) and ten vdc. The fsr replaced the batteries as they may not be able to recharge to full charge. The fsr reassembled the system and completed an inspection of the base and battery module. With batteries replaced, the unit operated to manufacturing specifications and was returned to clinical use. The critical level batteries were returned to the manufacturer. No additional action will be taken at this time.